Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter is (B)(6). A getinge field service engineer (fse) conducted a preliminary evaluation of the involved iabp and reported that according to the error logs the error occurred the first time on (B)(6) 2017. During his investigation, the fse found blood contamination in the iabp, and stated that the blood could have entered the iabp in a previous application, but no further information was available from the customer on this finding. The iabp was temporarily taken out of operation, and the fse has created a cost estimate for repair. A supplemental report will be submitted when further information on the repairs have been provided to u.s.

Event description:
Customer reported that prior to use on a patient, the intra-aortic balloon pump (iabp) could not be filled with helium (unable to autofill). The iabp was temporarily taken out of service and a different iabp was used. There was no patient involved and no injury or adverse event was reported.

Manufacturer narrative:
The company representative reported that after a system entry, the device was scrapped due to high cost estimate. The repair was too expensive for the customer; no parts were exchanged. The iabp has been permenantly removed from clinical service. The fse concluded that there must have been a defective iab because of blood in the autofill system. The user did not keep the alleged defective balloon and the fse was unable to get any further information about the incident from the user.

Event description:
Customer reported that prior to use on a patient, the intra-aortic balloon pump (iabp) could not be filled with helium (unable to autofill). The iabp was temporarily taken out of service and a different iabp was used. There was no patient involved and no injury or adverse event was reported.